Event description:
Clinical adverse event received for lateral knee pain on left knee found to have tibial and femoral component loosening. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).